Event description:
On (B)(6) 2011, at (B)(6) medical center, quadrox-I beq-hmod 70000-USA oxygenator (lot number 70065423) began leaking out of the gas outlet, immediately after bypass was initiated. The device was replaced. (B)(4).

Manufacturer narrative:
(B)(6). The returned sample was cleaned and disinfected prior to being analyzed in the laboratory. A leak test was performed and the testing confirmed the complaint condition. The sample was then opened and a visual evaluation was performed. The ends of the gas fibers are embedded in polyurethane. The visual evaluation determined that there was an ablation of the polyurethane of fibers. Also, there was a leak in the polyurethane adhesion, which was caused by fiber shrinkage. The product records were reviewed and no deviations were identified. The supplier was contacted regarding the complaint event. However, the root cause for this complaint condition is unknown. (B)(4).